Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred from a small hole in the top of the venous chamber immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the set prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up supplies on the same machine. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The set was discarded and was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred from a small hole in the top of the venous chamber immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the blood leak as the blood pump was immediately stopped and treatment was immediately terminated. A fresenius 2008t machine and fresenius dialyzer were being utilized for the treatment. No visible damage was identified on the set prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up supplies on the same machine. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The set was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.